Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported an elevated blood glucose (bg) level of 340 (mg/dl). A bolus was delivered to address bg levels. Due to the supplies being changed, troubleshooting to determine the source of the occlusion was unable to be performed.